Event description:
During a routine follow up, it was reported that the device was undersensing atrial fibrillation. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.